Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving frozen estimated glucose values. No additional event or patient information is available. Data was received for evaluation, data review could not confirm the frozen estimated glucose values. A probable cause could not be determined.